Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise of shock lead impedance (sli) values from 70 to 149 ohms on multiple vectors, which was out-of-range. It was noted that this patient was undergoing a scheduled pocket revision procedure. Technical services (ts) provided troubleshooting including reprogramming options as well as suggesting a commanded shock test. No adverse patient effects were reported. Currently, this lead remains in service.